Event description:
It was reported that this was a closure using three proglide devices relative to an unspecified procedure. Reportedly, unspecified failures occurred with the three proglide devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. D4: a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to a percutaneous transluminal angioplasty (pta) procedure. Reportedly, the suture came loose after pulling the plunger (step 3) of the first and second proglide devices, cuff miss occurred. A third proglide device was attempted; however, the knot tore out of the vessel under proper use of the device. The sheath remained a 6f and the pta procedure was completed. Hemostasis was achieved via surgical suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d4 correction: lot number updated from unknown to 3101141 d9 correction: device available for evaluation updated from no to yes e1 correction: first, last name updated from fabio heim to unk enderle h6 correction: medical device problem code 3190 removed and 1142 added.